Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. There was no reported impact to customer's blood glucose level.